Event description:
It was reported that no upstream occlusion alarm occurred. Per reporter the issue occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratched lcd lens, cracked battery compartment, and a peeled dso seal. The tamper seal was broken. Review of the event history log (ehl) showed an upstream occlusion alarm. An occlusion test was performed as part of the functional test and the reported issue was not duplicated. The device passed the occlusion and psi tests. The upstream occlusion sensor operated as intended, however multiple alarms were present in the ehl. The most probable cause was related to faulty customer test method. As a result, preventative maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.